Event description:
The manufacturer received information alleging a ventilator failed pm multiple time at obm testing and a ventilator service required alarm occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed pm multiple time at obm testing and a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was evaluated by a field service engineer. During the evaluation of the device, a "service required" code was found in the ventilator's downloaded error log. The device failed a test step for failed nurse call testing during testing. The device's oxygen blending module board and interface board were replaced to address the issues. Additionally, the devices connector was broken, handle ring and obm com cable were damaged. Motor blower, micron filter, oxygen connector kit, handle ring and pollen filter were replaced which were not related to device malfunction.